Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the performance data found undersensing due to loss of contact. Suspected false pause episode (episode #2 on (B)(6) 2017) with sharp non-physiological deflections followed by a gradual return to baseline at the onset and/or end of the ECG which is consistent with loss of electrode contact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) recorded a false pause episode due to loss of contact. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.